Event description:
Per the clinic, the patient experienced skin infections at the abutment site (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient was treated with oral and topical antibiotics (specific date and duration not reported). It was also reported that the patient was placed under general anesthesia in order to remove the abutment (specific date not reported). The patient also underwent a skin revision using silver nitrate to remove the excess skin (specific date not reported).